Event description:
Pt was originally implanted in 2006 and had two subsequent revision surgeries. An acticon accessory kit was opened at a surgical procedure. It is unk what occurred at the procedure.